Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer's insulin pump had motor error, unexpected restart alarm and failed battery. The customer¿s blood glucose level was unknown. The customer's daughter reported that they had motor error, unexpected restart alarm was recurring during normal pump use. The customer reported that they performed displacement test and was passed. The customer's daughter declined troubleshooting for failed battery. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test, unexpected restart alarm and external ram crc error alarm noted. Insulin pump had pump history crc failed alarm in alarm history file. Pump history crc failed alarms due to corrupted history files.